Manufacturer narrative:
Na

Event description:
Information was received that the enclosure of the device appeared to have been damaged. According to the provider, the patient was using the device at the time of the reported incident. The patient did not report any harm. Preliminary investigation of the device has determined that a failure of the printed circuit board has occurred. Investigation into the circumstances leading to this event is not completed. A follow up report will be filed when additional information is available.